Event description:
It was reported that during a left elbow, hardware removal surgery it was discovered that the "burr would not go in" the motor device as the motor device was locked down. When the difficulty was experienced, the cutter device was not in the motor device. There was a delay to the planned surgical procedure. The exact time of the delay was unknown. A spare device was not available for use. The reporter did not know how the surgery was completed. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was evaluated and the reported condition was duplicated and confirmed. The determined root cause was device worn from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.